Event description:
The customer reported being hospitalized because he was scheduled for a surgery, but the medical procedure did not happen because his blood glucose reading was 209mg/dl. Troubleshooting was performed. The customer stated that he has been stressed, and it may have caused the increase to his glucose level. The customer also stated that the doctor made adjustments, and when he treated with the insulin pump his glucose level came down. Ran a fixed prime test and the insulin exited. A tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.